Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after taking the sample inside the common bile duct, the thumb ring broke while attempting to pull the ring on the handle to return the brush to the sheath, and the brush could not be retracted. The device was successfully removed without patient complications, and there was no damage to the olympus 180 scope. The procedure was completed with this device. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)